Event description:
Pt had a planned revision modular knee system with custom tibial component. Pt has a hx of giant cell tumor to the r femur. Original knee replacement done in 1995. The pt was ambulating well post-op with no post-operative complications. He was discharged on 7/21/97. (Per op report "the locking screw mechanism for the axle was broken."